Event description:
Additional information was received from the patient. They reported that they had a replacement on (B)(6) 2024

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the por was determined to be due to battery end of life as it has been in use for 7 years. Patient will be scheduled for a replacement in october.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was in a yoga class on sunday and suddenly they were having all these pulses every 4-5 seconds and it did not stop until they got home about 45 minutes later, they went to get their device plugged in and found their implant had it turned itself off completely and gave them one of those icons so they think the internal battery died. Reviewed some eri (elective replacement interval) information and some ins information. Agent asked patient to use their equipment to synch with their implant and patient reported seeing: por (power on reset) therapy is off. Reviewed por information. Redirected to their doctor. The patient mentioned unrelated medical history. This included patient said they noticed more bowel movement urgency when they got the stimulator and it was consistent the entire time they had it, they have never changed their setting ever since getting ins.